Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade unknown.

Event description:
Patient reported "hardening" and "rupture found during explant surgery". Later healthcare professional reported ¿rupture silicone gel implants¿, "capsular contractures" and "recurrent ptosis¿. This record is for right side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, e1, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed an opening assessed as fold flaw opening. Capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, wear abrasion and non-penetrating nick, were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "hardening" and "rupture found during explant surgery". Later healthcare professional reported ¿rupture silicone gel implants¿, "capsular contractures" and "recurrent ptosis¿. This record is for right side. Device was explanted and replaced.